Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with bubbled downstream occlusion (dso) seal. There was no evidence of the error recorded in the event history log. The customer reported problem was verified.?running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. It was recommended to have the expulsor replaced as corrective action to meet manufacturing specifications for accuracy. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. Service history review identified this device was previously repaired on 12-apr-2022 for accuracy issue. Trimming the expulsor did not resolve, so the expulsor is being replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was over infusing during testing. There was no patient injury.